Event description:
Wire caught on hooks was resolved by using an 8fr guide catheter over the pullwire to remove from hooks. A leak at the superior attachment was treated by re-ballooning twice for 3 minutes each with a 26mm balloon. A stent was placed in the left limb to straighten extreme tortuosity in the native left common iliac artery.